Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure, there was a leak with the indeflator, on the distal part of the tubing, at the joint between the tubing and the screw pitch. After filling the device with the contrast, a leak was observed during inflation. During deflation, there was presence of air bubbles. No additional information was provided.